Event description:
It was reported that customer was admitted as an inpatient to a hospital for diabetic ketoacidod. Troubleshooting was performed and pump programming and function appeared to be normal. Advised customer to call physician to discuss possible causes of high glucose and to also consult about pump settings.